Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: ni/ni/ni - patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product (alleged unknown bard/davol flat) was implanted into the patient. The attorney alleges that the hernia repair product that was used in the procedure resulted in the patient experiencing pain and harm. The attorney alleges the patient experienced defective mesh and permanent injury.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. As previously reported, the medical records provided indicate the patient experienced adhesions, hernia recurrence, pain and alleged material deformation and broken ring. Adhesions and hernia recurrence are listed as known possible adverse reactions in the instructions-for-use. In regards to the allegation of a ring break no sample has been returned to date, therefore, the cause for the alleged ring break can not be determined and the allegation can not be confirmed at this time. The subject product is part of the composix kugel recall. Addendum to the initial report. This supplemental #2 emdr is being to document additional information provided in medical records provided by the patient's attorney. Additional information provided describes additional laparotomy procedure performed more than a year post explant of the composix kugel (device #1), in the area of the implanted sepramesh ip (device #2) and will be addressed in that emdr. With the currently available information no conclusion can be drawn. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard bard/davol sepramesh ip (device #2). Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported on 02/27/2017, the following is based on a review of medical records provided to davol by the patient's attorney: in (B)(6) 2005: the patient was diagnosed with a ventral hernia and adhesions. The patient underwent exploratory laparotomy, lysis of adhesions and ventral hernia repair with implant of a composix kugel (device #1) hernia patch. No operative details were provided. In (B)(6) 2012: it was reported the patient had a fall and subsequent left sided abdominal pain. A CT scan was performed and as indicated there was "no definite hernia recurrence or definitive pathology." In (B)(6) 2013: the patient was diagnosed with left sided abdominal pain secondary to broken mesh, recurrent ventral hernia, small bowel adherent to polypropylene side of rolled up composix kugel (device #1) mesh. The patient underwent removal of the composix kugel (device #1) mesh, repair of recurrent ventral hernia with implant of a bard davol sepramesh ip (device #2) and small bowel resection with anastomosis. Per operative details "the area of the patient's pain was examined. This revealed a broken ring of the mesh with plastic ring poking into the omentum. Therefore, it became clear that this mesh would need to be removed." Furthermore "on the right side of the abd, the mesh was significantly contracted and rolled in. In particular, in the right upper quadrant where the mesh was rolled in, there was a loop of small bowel stuck onto the polypropylene side of the mesh and very firmly adherent for a segment of few inches." Addendum per additional medical records received: in (B)(6) 2014: the patient was diagnosed with persistent left abd pain, omental adhesions to undersurface of mesh [sepramesh ip, (device #2)], foreign body (suture) abd wall and underwent an exploratory laparotomy with lysis of adhesions and removal of foreign body (suture) anterior fascia left side.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to a medical records review which provided additional information. This was originally reported as an unknown flat mesh, however product identifiers have been provided which now indicate a composix kugel mesh was implanted. The medical records provided indicate the patient experienced adhesions, hernia recurrence, pain and alleged material deformation and broken ring. Adhesions and hernia recurrence are listed as known possible adverse reactions in the instructions-for-use. In regards to the allegation of a ring break no sample has been returned to date, therefore, the cause for the alleged ring break can not be determined and the allegation can not be confirmed at this time. The subject product is part of the composix kugel recall.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with a ventral hernia and adhesions. The patient underwent exploratory laparotomy, lysis of adhesions and ventral hernia repair with implant of a composix kugel hernia patch. No operative details were provided. On (B)(6) 2012 - it was reported the patient had a fall and subsequent left sided abdominal pain. A CT scan was performed and as indicated there was "no definite hernia recurrence or definitive pathology." On (B)(6) 2013 - the patient was diagnosed with left sided abdominal pain secondary to broken mesh, recurrent ventral hernia, small bowel adherent to polypropylene side of rolled up composix kugel mesh. The patient underwent removal of the composix kugel mesh, repair of recurrent ventral hernia with implant of a bard davol sepramesh and small bowel resection with anastomosis. Per operative details "the area of the patient's pain was examined. This revealed a broken ring of the mesh with plastic ring poking into the omentum. Therefore, it became clear that this mesh would need to be removed." Furthermore "on the right side of the abd, the mesh was significantly contracted and rolled in. In particular, in the right upper quadrant where the mesh was rolled in, there was a loop of small bowel stuck onto the polypropylene side of the mesh and very firmly adherent for a segment of few inches."